Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information of the event report, there was the possibility that this phenomenon was attributed to the insufficient agitation of the disinfectant solution sample due to following. The suctioned disinfectant solution sample was small amount and insufficient. It was too fast to pull up the collection connector from the disinfectant solution check port. There was the small breakage or gap on the tube which flowing the disinfectant solution sample, the air was mixed in the disinfectant solution sample. Also, to collect the disinfectant concentration of the sample from the disinfectant removal port is not recommended and it is not described in the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the disinfectant concentration on the subject device decreased faster than other endoscope reprocessor (such as oer-3). The user also stated that the disinfectant concentration of the sample from the collection connector connected to the disinfectant solution check port was lower than the disinfectant concentration of the sample from the disinfectant removal port. There was no patient injury associated with this report.